Event description:
In 2007, an introducer sheath was successfully advanced through the pt's left common iliac artery and a gore excluder aaa endoprosthesis trunk-ipsilateral leg component (lot# 04930007) was implanted when the physician pulled back the introducer sheath to visualize the pt's left hypogastric artery, the pt's left common iliac artery ruptured. The pt was converted to open surgical repair. During the procedure, the pt's blood pressure decreased and blood was administered. However, the pt's heart stopped on numerous occasions. The physician was able to surgically repair the pt's left common iliac artery and aorta. The pt was transferred to the intensive care unit and subsequently expired.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use, ilio-femoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular techniques and accessories of the delivery profile of an 18 fr (6.8 mm) vascular introducer sheath. Please note: the event date is the date of device usage and the date of death. Additional info: although the official cause of death was not able to be obtained by gore, the pt had multiple problems prior to and during the procedure. These diagnoses included the following: infrarenal abdominal aortic aneurysm, hypovolemic shock, acute myocardial infarction, cardiorespiratory arrest, atrial fibrillation, hypertension, bronchitis, chronic obstructive pulmonary disease, and atherosclerotic hypercholesterolemia. Intraoperatively and postoperatively the pt had severe bradycardia, severe coagulopathy, and hypotension. In addition, an intra-aortic balloon pump was implanted and multiple blood products were administered. The pt required ventilatory support and multiple cardiopulmonary attempts were made prior to the pt's death. Please refer to medwatch# 2017233-2007-00242 for the medwatch on the introducer sheath involved in this event.